Event description:
It was reported that during a surgical procedure, a piece of the blue band detached from the lap sponge. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The root cause was determined to be that the blue radiopaque strip was sewn too close to the edge of the sponge.

Event description:
It was reported that during a surgical procedure, a piece of the blue band detached from the lap sponge. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.